Event description:
Procedure: gastroplasty. According to the reporter: the trocar broke at the connection with the sheath when inserted through the abdominal wall. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4)